Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (3000 mcg at 1,597.8 mcg) and clonidine (600 mcg at 319.56 mcg) via an implantable infusion pump. It was reported that multiple motor stalls occurred throughout (B)(6) 2020. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was put into minimum rate and would be replaced with a flowonix pump. The issue was unresolved; the patient was alive with no injury. No further complications have been reported as a result of this event.